Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, into a native bicuspid valve, insufficient valve expansion was noted. A post-implant balloon aortic valvuloplasty (bav) was performed. During the bav, the valve dislodged and blood pressure dropped. The valve was immediately pulled up to the ascending aorta using a snare. Subsequently, a second valve was implanted successfully. No additional adverse patient effects were reported.